Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quali-ty system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Based on the data we received, the root cause of the observed dislodgement cannot be determined.

Event description:
This lead was repositioned due to dislodgement. Should additional information be received, this file will be updated.